Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that when the pump is turned on, the machine runs on its own. The customer has no control over the pump.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.